Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reav0985 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reav0985) have been reported from the same facility in (B)(6).

Event description:
It was reported that the introducer presented break with only one use. No other information provided.